Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of the initial procedure? The diagnosis and indication for the index surgical procedure? Was the sxpp1b410, lot pgj792 used for the internal suture? On what tissue was the internal suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Was there any precipitating stress factor for the suture breakage? Can you describe the appearance of the stratafix suture during second procedure? It was reported that ¿internal suture broke and ¿failed¿ as well¿. Please clarify what is meant by ¿failed as well¿? Did the stratafix suture break, if so, where (termination, middle, end)? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status? Please note: two intra-op suture breakages events occurred during same procedure on (B)(6) 2020 were submitted via medwatches 2210968-2020-02495 and 2210968-2020-02496. And one post-op breakage of 3rd suture used at same procedure on (B)(6) 2020 was submitted via 2210968-2020-02497.

Event description:
It was reported that the patient underwent a robotic ventral hernia repair surgery on (B)(6) 2020 and the barbed suture was used to complete the procedure. It was reported that the patient presented five days later, and the procedure had to be repeated. It was discovered that the internal barbed suture had broken and failed as well. It is unknown how the patient is doing. Additional information has been requested.